Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé everflex self-expanding stent during treatment of a lesion in the patient¿s common iliac artery. Moderate vessel tortuosity is reported. Embolic protection was not used. No damage noted to the packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation as performed using an evercross pta balloon. The device was not passed through a previously deployed stent. Deployment issues are reported. It is reported that resistance was noted during delivery to the lesion and force was applied. It is reported the stent could not be deployed. Stent struts were reported to be exposed during deployment attempt. The device was safely removed from the patient and replaced with another of the same model. The second stent was deployed without issues. No patient injury reported.

Manufacturer narrative:
Additional information: there was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the protégé everflex sds was received with the distal end of the outer sheath pulled back exposing the first distal strut row with radiopaque marker hoops exposed. Per the initial reported event description the stents struts were exposed during the attempted stent deployment. No kinks or flat spots were noted in the catheter. The safety locking pin was received tight. The deployment paddles were approximately 81mm apart (74.0mm to 86.0mm). A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the sds. A 0.035¿ compatible guidewire was able to be loaded with ease. A 10cc water filled syringe was attached to the stop cock luer lock and the annual spaces of the sds were flushed; clear fluid was observed exiting the distal end of the sds outer sheath. The guidewire loaded protégé everflex sds was loaded into a deployment apparatus and deployed with a maximum peak force of 0.61lbs (less than 3.0lbs). The stent and sds inner guidewire lumen assembly were examined; no abnormalities were noted. The inner distal assembly was cut proximal of the stent retainer to allow examination of the stainless steel hypotube. A set of witness marks were noted at approximately 26mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin had been properly torqued during production. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.